Event description:
During a coronary drug eluting stenting treatment procedure, the balloon was sticking to the stent and withdrawal difficulties were encountered. The physician had deployed a taxus express2 8.8% 2.50 x 12mm drug eluting stent at 12 atms in the lesion in the ostium of the moderately tortuous posterior descending artery. The balloon was completely deflated, but the delivery device balloon was sticking to the stent and resistance was noted upon withdrawal of the delivery device. The physician was able to free the stent delivery device by pulling hard on the catheter. No pt injuries or complications were reported and the procedure was successfully completed. The pt is reported to be in satisfactory/good condition.